Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range impedances and no capture a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. No adverse patient effects were reported. This lead remains in service. Additional information: this lv lead was explanted and replaced on (B)(6) 2025. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. This report is being issued to update the evaluation method codes.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range impedances and no capture a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. No adverse patient effects were reported. This lead remains in service. Additional information: this lv lead was explanted and replaced on (B)(6) 2025. Besides intervention, there were no other adverse patient effects reported. To date, this product has not been returned to boston scientific. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range impedances and no capture a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. No adverse patient effects were reported. This lead remains in service.